Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub- components, which would contribute to this complaint condition. Part: 03.835.043 synthes lot: j000338-14 supplier lot: j000338-14 release to warehouse date: oct 12, 2020 supplier: (B)(4), no ncrs were generated during production. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the torq limiting handle - 4.5mm qk coupling exhibits signs of normal use. No cosmetic defects were observed on the surface of the device. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was performed using a calibrated torque meter, the device was found to perform within specification the complaint condition was not replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the torq limiting handle - 4.5mm qk coupling would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on july 6, 2023, during routine incoming inspection of a loaner set at the facility, it was observed that the material torq limiting handle, 4.5mm qk coupling, sn j000338-14, was found to be out of drawing specification. The drawing specification is 3.1 nm¿3.8 nm. The torque tested low ¿ 3.08 nm. There was no known patient or hospital involvement. The product has been quarantined, is available, and is being returned to the repair site. This report is for one (1) torq limiting handle - 4.5mm qk coupling this is report 1 of 1 for complaint (B)(4).